Event description:
An olympus representative was on-site and called in to veran customer support (vsupport), requesting they stand-by during registration for a navigated procedure. Vsupport was able to remote in and be on stand-by for the registration process. The patient reportedly had a lot of bleeding, abnormal anatomy, and the patient's oxygen levels continued to drop. It is not known if any medical or surgical intervention was required. There was no allegation or evidence of a veran device malfunction. It is not known if the navigated procedure was able to be completed.

Manufacturer narrative:
This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.